Manufacturer narrative:
The device was not returned for evaluation. No lot number was identified in the complaint information provided; therefore, no DHR review or retain sample evaluation was possible. The root cause for this event is unknown.

Event description:
A customer reported that on (B)(6) 2019 during the use of the id2201i duragen 2x2 1 pack ce, there was a cerebrospinal fluid leakage. The type of procedure the product was used for was a transsphenoidal surgery (tss). Additional information has been received on (B)(6) 2019 that the csf leakage was confirmed after the craniopharyngeal tumor operation. In addition, a cerebrospinal fluid repair operation was planned for the revision/medical intervention. Patient outcome was reported as unknown.